Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Lead damage was suspected but could not be confirmed via diagnostic imaging. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2021-39217.